Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the total daily doses were not adding up because the basal delivery was different for each day. Customer technical support followed up with the patient for troubleshooting. Troubleshooting found that the pump is delivering as intended. However, this complaint is being reported because the patient's healthcare provider insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. The pump was exercised for 24 hours at 1 unit per hour. The total daily dose for the testing period showed 24 basal units were delivered. The issue of inaccurate calculation of total daily doses was not duplicated during the investigation.